Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4260 lead, implanted (B)(6) 1986. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was possible fractured, had undefined impedance, and the insulation was worn at the suture sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.